Event description:
It was reported, the customer received a no delivery alarm. The customer's blood glucose was 554 mg/dl. Customer attempted to treat their blood glucose with the insulin pump, but received a no delivery alarm. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. The customer was advised their insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.